Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is being filed for tissue damage and death. It was reported that this was a mitraclip procedure treating mitral regurgitation (mr) grade 3. While applying m-knob and steering the clip delivery system (cds0601-xtr 80928u154) towards the mitral valve and while in the left atrium, a perforation occurred in the left atrial wall and upper pulmonary vein. Reportedly, there was no irregular steering or resistance. A pericardial effusion was observed and it was decided to abort the procedure. The cds with the undeployed clip was removed without reported issues and the mr remained grade 3. A pericardiocentesis was performed and open heart surgical repair was performed. The event required prolonged hospitalization. On (B)(6) 2018, the patient expired due to septic shock. No additional information was provided regarding this event.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of shock, cardiac perforation, pericardial effusion, death as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on this information the reported atrial perforation appears to be related to procedural circumstances (while steering the clip delivery system towards left atrium perforation occurred). The reported pericardial effusion appears to be a cascading effect of perforation. The reported death was due to septic shock, however, the definitive cause for septic shock could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.